Event description:
Both knees were sore [arthralgia], both of his knees were swollen [joint swelling], used crutches to walk [walking aid user]. Case description: spontaneous report was received on (B)(6) 2013 (additional information was received on (B)(6) 2013) from a (B)(6) male pt, initials (B)(6), with knee pain. The pt's medical history was significant for previous treatment with unspecified injection about a year ago which did not work. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2ml, weekly in both knees. The lot number for synvisc was not provided. The pta had no reaction following first and second synvisc injections. On (B)(6) 2013, the pt received third synvisc injection in both knees. On (B)(6) 2013, both knees of the pt were sore. His knee hurt bad and was diagnosed with arthralgia of knee. On (B)(6) 2013, both of his knees were swollen and left knee was more swollen (worse) than the right knee. On (B)(6) 2013, he had to use crutches to walk and his physician sent him to the emergency room. The x-ray and blood tests were performed in which no infection was noted. Physician told him that there was no infection but he had a reaction to the injection. The same day, the pt received treatment with cortisone injections for the event. All the events were not yet recovered as it was reported that his knees were getting better. Concomitant medications were not provided. The intensity for all events was not provided. The relationship between synvisc and all the events was not provided by the reporter.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of product is not affected by this report.